Event description:
Healthcare professional reported right side lymph node images in the superior and posterior planes of both breasts with hyperintense signal in silicon only sequences, compatible with inclusion of cosmetic material and "rounded morphology of both implants compatible with capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: contra-lateral side events as follows: "presence of scarce left fluid", "capsular contracture" baker grade unknown, and rupture. The event of capsular contracture and silicone migration are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.